Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer reverted to an alternate method insulin therapy. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.